Manufacturer narrative:
H4: the lot was manufactured between january 2, 2024 - january 3, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed residual fluid in the device bladder suggesting a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. After the expected therapy time was completed, it was observed that half the medication dose remained in the device without being delivered to the patient. This was observed after patient use. The device contained 3900 mg fluorouracil and 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.